Event description:
It was reported to vyaire medical that the 2d0735x water sterile f/inhal flex 1000ml 14/cs were leaking from the bottom seam of the bag while connected to a patient. There was no patient harm.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. There is no evidence that point that the finish goods were received with leaking product. Each pallet is visually inspected by the dc upon receival and before moved to a storage location and then when retrieved from that location to pack good for shipping to customer site. It is believed that the issue occurred during transportation to customer location.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device was not yet returned.

Event description:
It was reported to vyaire medical that the 2d0735x water sterile f/inhal flex 1000ml 14/cs were leaking from the bottom seam of the bag while connected to a patient. There was no patient harm.